Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an e315 incompatible scope error, and the device was not recognized by the video processor during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.